Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 110 mg/dl. Customer's states that insulin pump has crack on the top of reservoir compartment. Customer also states that reservoir was able to lock in place. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.